Event description:
It was reported that the ilet user experienced hypoglycemia upon waking, with a blood glucose of 60 mg/dl, and required additional carbohydrate after a meal announcement when the initial breakfast did not prevent a subsequent low; the user consumed cereal to correct and glucose later returned to range. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included transient functional limitation requiring self-treatment with oral carbohydrates; no injury or hospitalization occurred. Investigation included complaint intake and troubleshooting with user education regarding meal announcements and meal size. Investigation of this case revealed user management factors consistent with an incorrect meal size announcement relative to carbohydrate intake and timing. It was concluded that the event was attributable to use-related factors rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.